Manufacturer narrative:
H4: the lot was manufactured from march 18, 2020 - march 19, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. It was further reported the expected infusion time was 48 hours; 100ml of solution remained after 48 hours infusion and treatment was stopped. There was no patient injury or medical intervention associated with this event. No additional information is available.